Event description:
A review of the device history records indicated that the patient's generator and leads passed functional specifications prior to distribution. Incoming communication indicated that pin re-insertion was attempted to resolve the patient's high impedance; however, high impedance was still detected. It was also reported that high impedance was detected when just the generator was replaced. The impedance value was within normal limits once the patient's lead was replaced. It was reported that the patient's family indicated that there was no known trauma or manipulation that contributed to the high impedance. The physician indicated that the patient experienced loss of sensation of stimulation and that the "increased amperage" caused painful stimulation. The physician indicated that the patient was replaced due to a "presumed lead fracture." The suspect product has been received but analysis has not been completed on the device to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns generator replacement to prevent an increase in seizure frequency from occurring. Product analysis was performed on the returned generator. Proper functionality of the pulse generator and its capability to provide appropriate programmed output currents was verified. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current through body fluids. During 24-hour monitoring the generator showed no signs of variation in output signal and provided expected output current. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was performed on the returned lead portions. The lead was returned in two portions. Setscrew marks were observed on the connector pin and indicated evidence of a good electrical connection at one point in time. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure with no obvious anomalies noted. The condition of the electrodes was consistent with likely manipulation of the lead during the explant procedure and abrasions that did not penetrate were observed in various locations possibly caused by wear. Dried body tissue was observed on the inner silicone tubes and the positive and negative ribbons were stretched/helices misshaped, likely due to the manipulation of the lead during explant procedure. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Green suture was observed tied directly to the outer silicone tubing. No obvious anomalies or causes of the high impedance were identified. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient was referred for generator and lead replacement surgery due to concern regarding an issue with one of the patient's leads. It was reported that the patient's lead and generator were replaced due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.